Event description:
Customer reported an rh discrepancy on the echo. Unexpected negative reactions with anti-d, series 4 and series 5 were present when testing a patient sample.no transfusion or adverse reaction occurred as a result of the unexpected negative reaction.

Manufacturer narrative:
Review of the test sample event log from the instrument shows anti-d, series 4 and 5 reagent vials with volumes higher that expected. Possibility of bubbles (foam) in the reagent vials cannot be ruled out. The probe may have detected bubbles and aspirated air instead of reagent, thereby not dispensing any reagent in the anti-d, series 4 and 5 wells, causing the negative reaction. The customer was advised her to inform operators about checking for bubbles (foam) in the reagent vials.the echo operator manual states: warning: inspect all reagents and controls for the presence of foam before placing them on the instrument. Do not vigorously agitate blood grouping anti-sera or controls. Shaking will produce foam in the vial that can cause the liquid level detection (lld) feature of the pipetting system to aspirate foam rather than reagent. This will produce incorrect results or an error.a service call was made. The instrument was operating as expected.